Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. Visual inspection of the sample noted flushed the sample port and filled the drainage bag with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and restricted flow observed from the drainage bag outlet tubing. A potential root cause for this failure mode could be "occlusions (for bed/leg bags)". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one of the drain bags would not drain. Representative assisted patient with processing a new 90 days order for new supplies. As per follow up via phone on (B)(6) 2023, it was reported that the customer received a replacement drain bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that one of the drain bags would not drain. Representative assisted patient with processing a new 90 days order for new supplies.